Event description:
It was reported to philips that the system gave a remote alert indicating that there was problem in the image processing computer's memory, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed an ippc memory problem. The fse verified that the system was operating normally with the customer; however, the service team had received a remote alert indicating memory failing during post. Upon troubleshooting, the fse found that the ram was not properly seated. Review of the log file confirms the problem in the image processing computer memory. To resolve the issue, the fse reseated the ram memory module. The system was returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.